Event description:
Boston scientific received information that this device was recently emitting tones and displayed a low voltage alert code of 1003. Boston scientific engineers were consulted and stated that the code 1003 is due to low voltages being declared due to three daily voltages being below the threshold of 3.025 volts. The device hardware is not detecting the loss of battery energy and not reflecting the depletion conditions, and thus, is inaccurate which is the reason for the fault. Since this device is malfunctioning, it is recommended to be replaced immediately. The device remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device as explanted and successfully replaced. The device has not yet been returned. Once returned analysis will be completed.